Event description:
It was reported that the left ventricular (lv) lead triggered a lead warning for high impedance. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the left ventricular (lv) lead impedance had been varied since the device replacement procedure. It was also noted that sometimes the lead has no capture at full outputs. A fracture was suspected so the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d4 ICD implanted: (B)(6) 2014; 5072-52 lead implanted: (B)(6) 2003. (B)(4).